Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with a catheter in two segments were returned for sample evaluation. Along with return sample one x ray was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of break on the distal end of the attached catheter and on the proximal end of the distal catheter segment were noted to be uneven and the surfaces were noted to be granular. Suction problem was cascading issue due to break. X ray was reviewed, and catheter appears to have fractured immediately adjacent to the port fixation site. The remainder of the catheter is located in the right atrium. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and suction issue. However, the investigation is inconclusive for the reported removal difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement surgery for catheter access with the port implanted in the right chest wall via the right subclavian vein. 2 years 3 months and 3 days post procedure, during maintenance under dsa contrast imaging, it was reported that resistance was encountered while attempting to withdraw the catheter, which subsequently fracture and migrated into the heart. It was further reported that the resistance was encountered during aspiration also. The catheter was successfully retrieved by the physician under dsa guidance. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. An image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement surgery for catheter access with the port implanted in the right chest wall via the right subclavian vein. On (B)(6) 2025, during maintenance under dsa contrast imaging, it was reported that resistance was encountered while attempting to withdraw the catheter, which subsequently fracture and migrated into the heart. It was further reported that the resistance was encountered during aspiration also. The catheter was successfully retrieved by the physician under dsa guidance. The current status of the patient was unknown.